Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the facility was calling to report an under-infusion. There were 50 ml remaining from a 510 ml infusion after 24 hours. The infusion was to be given over 24 hours. Settings were reviewed, and the pump was programmed at a rate of 21.3 ml/h. Upon return to the clinic, the reservoir volume was 0 ml with 50 ml of medication remaining in the bag. The patient received the remainder and was not affected. The event occurred while in use with a patient at the patient's home. There was patient involvement, and no patient harm/adverse event reported.